Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with glucose reportedly peaking around 350 mg/dl, and later observed blood in the infusion set tubing of a 23" teflon inset, after which replacing the set was followed by a glucose decline. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.